Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead was noted to exhibit noise problem. No intervention performed and no patient consequences were reported.